Event description:
Reference number (B)(4). Event occurred in switzerland. It was reported that, the patient faced insulin flow block alarm event on 11-jun-2024. Tthe blockage was located in the tubing which was resolved by replacing infusion set and resuming insulin. No further information available